Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was stuck in the run position (pressed in). Therefore, the reported condition was confirmed. It was noted the internal components were severely corroded and trigger components were damaged. The assignable root cause was determined to be due to improper cleaning/care and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the button on the small battery drive device that activates the unit was sticking. According to the reporter, the unit was dropped. There were no delays to the planned surgical procedure as an identical spare device was available for use. It was reported that this was a veterinary equipment and no human patient was involved. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.